Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product has been discarded.

Event description:
It was reported the patient received the following results on 10/12/2021 within 15 minutes: 267 mg/dl and 42 mg/dl. It was reported the patient received the following results on 10/13/2021 within 15 minutes: 66 mg/dl and 36 mg/dl.